Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. A 5.00x20mm veriflex stent delivery system (sds) was being prepped for use when the stent came off of the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. A 5.00x20mm veriflex stent delivery system (sds) was being prepped for use when the stent came off of the sds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: an examination of the tubing identified no anomalies. An examination of the delivery device identified that the stent had detached from the balloon and was not received for analysis. An examination of the balloon found a clear impression of the stent crimp. The balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).